Event description:
It was reported that a patient was unable to adjust stimulation with a patient programmer. The reporter stated that the active program was seen on the programmer but once they tried to increase or decrease stimulation, the programmer turned off. It was reported that the patient may have an appointment scheduled with her healthcare provider on (B)(6) 2013. The next day, it was reported that there was a loss of therapeutic effect and the patient had a return of symptoms the week prior to the report. It was noted that the implantable neurostimulator (ins) had been turned off and was turned back on. Program 1 was increased from 2.0 volts to 4.7 volts and the patient was able to feel stimulation. A week later, it was reported that there was a loss of therapeutic effect and the patient was experiencing incontinence. The reporter stated that the patient had success with the therapy for the first few days, but after that the patient was having issues. It was noted that the patient's device was at 8.5 volts and couldn't be turned up higher. It was reported that the patient had pain, "but not too much." The reporter stated that the patient was constantly going to the bathroom at night. It was reported that the patient was switched to program 4 at 1.4 volts and the patient was comfortable. Two and a half months later, it was reported that the patient had seen her doctor on (B)(6) 2013. The reporter stated that the doctor wasn't sure why the device wasn't working. It was reported that the patient had been incontinent. It was noted that the patient turned the device up as high as it would go and she couldn't feel stimulation and still had lack of effect. It was reported that the device "wasn't working." It was unclear what this referred to. The reporter stated that the patient had a procedure done with her doctor and he did something to her bladder that resulted in swelling. It was unclear what the procedure was. It was reported that the patient's doctor wouldn't be able to reprogram the device until the swelling went down. The patient had a follow-up appointment scheduled with her doctor on (B)(6) 2013.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 30 93-28, lot # v588866, implanted: (B)(6) 2010, product type lead. (B)(4).